Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reinvestigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. On (B)(6) 2019 it was reported that the device activated the battery status eri. The device interrogation upon analysis revealed the eos battery status, detected on (B)(6) 2019. The device was implanted for 47 months. In a next step, the amount of charge taken from the battery was verified. The battery condition was not as expected. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an increased internal self depletion within the battery and therefore to the clinical observation. In conclusion, an increased internal self depletion within the battery led to the clinical observation. The therapeutic functionality of the electronic module was tested with an attached external power supply and proved to be fully functional.

Event description:
On (B)(6) 2019, device detected early eri on homemonitoring. Device was at 21 percent remaining. On (B)(6) 2019, device triggered an early eri notification on the clinic home monitoring website. Shortly thereafter. There was an eos notification on the clinic home monitoring website. The device was explanted and replaced on the same day as the eos notification. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
On (B)(6) 2019, device detected early eri on home monitoring. Device was at 21% remaining. On (B)(6) 2019, device triggered an early eri notification on the clinic home monitoring website. Shortly thereafter. There was an eos notification on the clinic home monitoring website. The device was explanted and replaced on the same day as the eos notification. No adverse patient events were reported.